Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the little bit of screen bleed in the top corner of their insulin pump. The customer¿s blood glucose level was unknown. The customer reported that there was also crack on the top right corner of the screen. The troubleshooting was declined for damage. Customer stated that the damage on their pump was not effecting the use if the device. The insulin pump will not be returned for analysis.